Event description:
It was reported the device was ¿not working.¿ the doctor checked the device and reportedly confirmed this. It was stated the device itself was vibrating and it was ¿very painful.¿ no further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient, product ID 3093-28, lot# va0swsa, implanted: (B)(6) 201, product type: lead. (B)(4).